Event description:
It was reported that the back canes on a (B)(4) wheelchair are missing bolts and a hole is broke. Users father had reported additional information that a bolt has fallen out and made the chair unstable. A bolt from the wrap pads scrapped his sons back, the son has limited verbal capabilities the father¿s only alert to the issue was the son¿s screaming. His son has now missed several therapy appointments that is causing him to backslide in his recovery.